Event description:
It was reported that the patient was lost to follow up. Initially the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet reset was performed and a successful interrogation was done. Upon review, it was found that shock therapy had been programmed off since 2014. Further review found that the programming change was inadvertently made and therapy should have remained available to the patient. During the current interrogation the field representative programmed tachycardia therapy back on in the s-ICD. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no objective evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient was lost to follow up. Initially the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). A magnet reset was performed and a successful interrogation was done. Upon review, it was found that shock therapy had been programmed off since 2014. Further review found that the programming change was inadvertently made and therapy should have remained available to the patient. During the current interrogation the field representative programmed tachycardia therapy back on in the s-ICD. No adverse patient effects were reported.